Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2007, the plaintiff was implanted with the ams monarc sling to treat stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries, including severe pain, dyspareunia, urinary issues and other injuries." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering, and she has sustained permanent injuries."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.